Event description:
The customer called to report that he had high blood glucose levels. The customer did not need medical intervention because he was able to treat himself with insulin. The customer doesn't believe that he is receiving enough insulin during his bolus. His blood glucose has remained high since last night. The customer's blood glucose is 268 mg/dl. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.